Manufacturer narrative:
Conclusion: vessel spasm and infarction are known and anticipated complications with this type of procedure and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The info in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The info available regarding these events is limited to the procedural reports provided by the hosp.

Event description:
On (B)(6) 2009, the pt presented to the hosp with (B)(6) of 17 and (B)(6) of 4. The pt received 10 mg of IV tpa prior to the use of penumbra stroke system. The study device was used on the target vessel, left mi. The proximal high-grade ica stenosis was stented (wall stent 7x40 mm) plus dilation of residual stenosis with 5x20 sterling balloon. Additionally, 20 mg ia tpa were given for residual m2 branch occlusions. There was a reported device malfunction not associated with the ae during the procedure; the separator kinked due to a hard thrombus. During treatment, a vasospasm occurred with possible relationship to the study device and probable relationship to the angiographic procedure. The event was resolved with remedial therapy and was not reported as a serious adverse event. On (B)(6) 2009, bilateral posterior infarctions occurred that resulted in death. According to the clinical trial data, posterior media infarction led to edema which caused brain herniation and subsequently death. No actions were taken. The relationship between the event and the study device and the angiographic procedure are both uncertain.